Manufacturer narrative:
The lens was inserted and removed. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the intraocular lens (iol), it was observed that the trailing haptic was missing. The account claimed that the haptic was still inside the cartridge. Reportedly, with only one haptic, the lens was unstable in the capsular bag and it was removed. A new lens was implanted successfully during the same surgical procedure. No vitrectomy was performed and no patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/07/2019. Device returned to manufacturer: yes. Device evaluation: the pcb00 preloaded insertion system was received in its original box. The plunger component was observed in a fully advanced position. The cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection using magnification was performed. Only one detached haptic was observed at the cartridge tube (near the tip), confirming the reported issue. The condition observed is consistent with a unit that was handled and used. Based on the evidence observed, the preload delivery system has not been affected by the manufacturing process. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.